Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The malfunction code was identified as malf 16, and technical support provided pump reset instructions, assisting the caller with the reset. The malfunction did not recur after the reset, and the customer was informed that they could continue using the pump, with instructions to contact support if the issue reoccurred.